Manufacturer narrative:
Product event summary: field service was carried out on the console. There was an indication of excessive humidity in the coolant tanks. The reported symptoms were reproducible in initial testing. The console was vented, flaw path evacuated, and the tank was replaced. Additionally, a preventative maintenance was carried out. No parts were replaced. During the preventative maintenance, contaminated gas was eliminated from the console. No uncorrectable faults were noted, the console was returned to service. In conclusion, a field service and preventative maintenance were carried out, and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable and catheter were replaced without resolution. The case was aborted while the patient was under general anesthesia. Test ablations were later performed, and a system notice was received indicating that the system was unable to initiate the system flush. It was noted that the tank was recently replaced. The tank was replaced, the console was vented, and the coaxial cap was temporarily removed from the console without resolution. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.